Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. A helix mechanism test failed after 15 turns due to the helix being deformed (bent). Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk. This report is being submitted to make a correction in the h6 device codes. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this was an attempted left bundle branch (lbb) lead implant. During the procedure the lead could not be retracted while in use. A rebound sensation was noted, suggesting that the helix had extended prematurely. Upon removal of the lead from the body and manual extension of the helix, it was observed that the helix was distorted. The procedure was successfully completed with another lead. No adverse patient effects were reported. This lead was already returned to boston scientific.

Manufacturer narrative:
This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this was an attempted left bundle branch (lbb) lead implant. During the procedure the lead could not be retracted while in use. A rebound sensation was noted, suggesting that the helix had extended prematurely. Upon removal of the lead from the body and manual extension of the helix, it was observed that the helix was distorted. The procedure was successfully completed with another lead. No adverse patient effects were reported. This lead has not been returned to boston scientific.

Manufacturer narrative:
This report is being submitted to make a correction in the h6 device codes. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this was an attempted left bundle branch (lbb) lead implant. During the procedure the lead could not be retracted while in use. A rebound sensation was noted, suggesting that the helix had extended prematurely. Upon removal of the lead from the body and manual extension of the helix, it was observed that the helix was distorted. The procedure was successfully completed with another lead. No adverse patient effects were reported. This lead was already returned to boston scientific.